Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate due to the pump not working as intended. The ipp was replaced. There were no patient complications reported.